Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, it was revealed that the implantable cardiac monitor exhibited an error message due to lack of sensing. The r-wave measurement was unable to be obtained. Multiple attempts were made to re-interrogate the device. The device was not able to sense any cardiac signals. The implantable cardiac monitor was not used and was replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.